Manufacturer narrative:
This report is being filled to relay additional information for the case (B)(4). With additional information received on august 01, 2018. It is now known that a cls stem was involved in this case. Concomitant medical products: item: metasul durom, component for acetabulum, catalog #: 01.00214.056, lot #: 2367545; item: metasul ldh, head, 50, code p, taper 18/20, catalog #: 0100181500, lot #: 2345949; item: metasul ldh, head adapter, m, 0, taper 12/14-18/20, catalog #: 0100185146, lot #: 2383628. The manufacturer did not receive x-rays, or other source documents for review. The device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4). The following reports are associated with this event: "9613350-2012-01020-2".

Event description:
A product liability claim was raised. It has been reported that the patient was implanted on the left side. Subsequently, the patient was revised due to pain, lysis of stem and cup, armd.

Event description:
It is now known that the patient also had osteolysis around the stem.

Manufacturer narrative:
Investigation results were made available. New information: patient also had osteolysis around the stem. Conclusion summary entered as investigation is complete. DHR review: lot#: 2367545, yield: 27, delivered: 26, scrapped: 1, scrapped reasons: coating, no concession found. The quality records indicate that these components met all requirements to perform as intended. Lot#: 2345949, yield: 23, delivered: 23, no concession found. The quality records indicate that these components met all requirements to perform as intended. Lot#: 2383628, yield: 50, delivered: 50, no concession found. The quality records indicate that these components met all requirements to perform as intended. Lot#: 2387917, yield: 28, delivered: 28, no concession found. The quality records indicate that these components met all requirements to perform as intended. Trend analysis: trend has been identified and CAPA was initiated and performed. Compatibility check: the compatibility check showed that the product combination was approved by zimmer review of event description: patient underwent revision due to pain. The reported event is known and addressed in (B)(4). Conclusion summary: it was reported that the implant was revised about 4 years after the primary surgery. The njr data show that the reason of revision are osteolysis at both the socket and around the stem, adverse soft tissue reaction to particle debris and other indication. No detail was provided for the other indication. The originally reported pain could be the symptom of all other indications. Neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implants were received; the condition of the components is unknown. Therefore, the event could not be confirmed. The quality records show that all specified characteristics (material, dimensions, surface, etc.) Have met the specification valid at the time of production. The adverse soft tissue reaction is most likely caused by metal debris as it is a metal on metal system with cementless fixation. The armd and osteolysis at the socket is known and was addressed in (B)(4). Therefore, no further investigation required. The osteolysis around the stem is not part of the (B)(4). It could be cause by multiple factors, such as patient factors like aging and biological response to metal debris as well as device-related factors like wear and stress shielding. However, due to significant lack of information, an accurate root cause analysis for the issue related to stem cannot be performed. Therefore, based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. Should any additional information that changes the assessment become available to us, or any extra demand be requested, we will re-evaluate the case. Zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4). The following reports are associated with this event: 9613350-2012-01020-3.